Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. There was no impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the customer was able to clear the screen and continued using the pump for insulin therapy.